Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. It was reported that the customer's device was exposed to a scanner. It was reported that troubleshoot was conducted. It was reported that the device failed the displacement verification test. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.